Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low r-waves one day post implant. A lead revision was performed, multiple repositioning attempts were made and the lead was successfully repositioned. However, the patient's blood pressure then dropped, and it was noted that the patient experienced a pericardial effusion. Intervention was performed and the patient stabilized. It is suspected that the perforation occurred at the initial implant of this rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.